Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry and horizontal stripes in the image. A root cause could not be identified. The most probable cause of the horizontal stripes in the image found during device evaluation was a defective ultrasound plug unit. The most probable cause of the blurry image was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subjected device had error 315 scope communication error. The event occurred during set up, inspection for use. There were no reports of patient involvement.